Event description:
The customer reported that the header in the paper printed report does not match what is in the body of the report. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).